Event description:
It was reported that, pt began experiencing pain one month after the surgery. Pt also complains of some squeaking, constant hip pain and can't walk. Pt states right hip is great.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.